Event description:
Caller reported advantage system blood glucose results of 350 mg/dl and 46 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.